Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During device preparation of the steerable guide catheter (sgc) (11116r228) there were bubbles noted in the chamber below the hemostasis valve while checking for leaks. The physician de-aired the sgc two more times, however bubbles were still found. There was no patient involvement as the sgc was replaced before entering the patient¿s body. The new sgc (11116r260) was inserted into the patient¿s body and the clip delivery system (cds) was advanced and placed medial on the mitral valve. Due to poor image quality and the patient¿s anatomy the physician failed to capture the posterior leaflet after multiple simultaneous grasping attempts. Due to the multiple grasping attempts, it was noted that the anterior gripper arm failed to be retracted. The clip arms were inverted, and the clip was successfully retracted into the left atrium and the cds was removed from the patient. Transesophageal echo (tee) confirmed that there was a silk like thrombus formation hanging near the sgc tip. Therefore, the sgc was removed from the patient¿s body. The patient¿s activated clotting time (act) was noted to be 275 seconds however an additional 1000 units of heparin was administered. The sgc was exchanged for a new one and the procedure was complete with two mitraclips implanted. The final mr was reduced to a grade of 1-2. The physician suspects that the thrombus formed from the jet lesion and the prolonged procedure. No additional information was provided.

Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system and the additional steerable guide catheter referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported thrombosis appears to be related to procedural circumstances. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During device preparation of the steerable guide catheter (sgc) (11116r228) there were bubbles noted in the chamber below the hemostasis valve while checking for leaks. The physician de-aired the sgc two more times, however bubbles were still found. There was no patient involvement as the sgc was replaced before entering the patient¿s body. The new sgc (11116r260) was inserted into the patient¿s body and the clip delivery system (cds) was advanced and placed medial on the mitral valve. Due to poor image quality and the patient¿s anatomy the physician failed to capture the posterior leaflet after multiple simultaneous grasping attempts. Due to the multiple grasping attempts, it was noted that the anterior gripper arm failed to be retracted. The clip arms were inverted, and the clip was successfully retracted into the left atrium and the cds was removed from the patient. Transesophageal echo (tee) confirmed that there was a silk like thrombus formation hanging near the sgc tip. Therefore, the sgc was removed from the patient¿s body. The patient¿s activated clotting time (act) was noted to be 275 seconds however an additional 1000 units of heparin was administered. The sgc was exchanged for a new one and the procedure was complete with two mitraclips implanted. The final mr was reduced to a grade of 1-2. The physician suspects that the thrombus formed from the jet lesion and the prolonged procedure. No additional information was provided.